Event description:
The patient reportedly experienced intermittencies. External equipment was exchanged; however, this did not resolve the issue. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.